Event description:
Information was received that a smiths medical cadd-legacy 1, 6400 infusion pump was presenting with "error code 1836". There was no interruption in therapy, no adverse events resulted.

Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation in used condition. The case on the pump was cracked. A review of the event history log evidenced the reported 1836 error code. The customer reported product problem was not replicated. The optical switch replaced as a result. The problem source of the reported product problem was unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause was not established.